Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that on (B)(6) 2016, lab remade crown place abutment and crown with new screw #1537 lot # 63110802 no cement used. The crown & abutment became loose again on (B)(6) 2016. Cut hole in crown, removed crown and abutment used super glue and re-screwed crown/abutment back in.

Event description:
1537 - loosening (4th event).

Manufacturer narrative:
One screw: fix abutment splin e 0.5 mm (1537), one abut fix spl 4.0 mm 5.5 f lare 1.0 mm (1525) and one do not use -: spline ha cylinder 4.0 13 mm (1872) were reported but not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was perform using applicable instruction for use, risk files and other available information. Multiple loosening events have been reported. This investigation addresses only the fourth loosening event ¿ the screw was replaced. Functional testing could not be performed since the products were not returned. No pre-existing conditions were noted. The devices were intended for tooth #3. X-ray or picture images were not provided. Appropriate documentation was reviewed. DHR review for the lots (63110802 & 0207896) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lots were inspected and passed all acceptance criteria by qa. However, the DHR was not available electronically for the subject lot number (003648) thus could not be further reviewed at the time of the investigation. A notification/request has been sent to manufacturing to pull the DHR for review. The pce will be reopened and updated if there is any indication of non-conformance, or any possible manufacturing issue related to the reported event. Complaint history review was performed for the reported lot numbers (63110802, 0207896 & 003648) for similar events and 9 other complaints have been identified (file: similar-cmps). Based on the available information, device malfunction could not be verified. Additionally, the reported event could not be verified as the exact details of event were nonverifiable.